Manufacturer narrative:
Concomitant medical products: model 3186, scs lead; therapy dates: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00908. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00908. Additional information received indicates surgical intervention was undertaken on (B)(6) 2019 where in the patient¿s leads were explanted and replaced with new leads. Reportedly, therapy was restored postoperatively.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00908. The high impedances were observed on 1 of the 2 leads, however both were explanted and replaced.